Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to moisture damage on lcd board. Unable to verify low battery alarm or perform any tests due to failed battery test alarm. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call that insulin pump received low battery alarm. The customer¿s blood glucose level was unknown. Battery did not last more than 1 week. The insulin pump will be returned for analysis.